Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery dropped form 85% to 5% while connected to a power source. The customer then "reset" the pump and the battery gauge displayed 100%. The customer's blood glucose level was 185 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy and monitor the battery.